Event description:
An impella cp device was inserted into the left femoral artery in a 73-year-old male patient presenting in acute myocardial infarction (ami) and cardiogenic shock (cgs), in society for cardiovascular angiography & interventions (scai) d shock, on multiple inotropes and vasopressors, and on bilevel positive airway pressure (bipap) continuous positive airway pressure (CPAP) for respiratory support, prior to initiation of support. Upon arrival to the ICU, the left groin was already mottled. Both feet were cold bilaterally. The physician reported that prior to the initiation of impella support, the patient was mottled over the entire body. The physician decided that, due to persistent mottling of the left leg, an antegrade sheath should be placed from the right femoral artery to the left side. The patient already had a right arterial sheath in place from the cardiac catheterization. Following placement, perfusion of the leg improved and the mottling regressed. Over the course, mottling increased again, accompanied by a rising requirement for catecholamines and the administration of vasopressin support. The impella was in auto mode. The impella device was correctly secured in the left groin: the suture hub was properly sutured, the tuohy-borst adapter was securely closed, and the repositioning unit was also correctly sealed. The impella repeatedly experienced suction events. The patient received volume therapy, gelafundin, and albumin. The p-level was repeatedly reduced temporarily. Impella position was confirmed by the cardiologist using echocardiography. The catheter depth was 83 cm, with the pump positioned 4.7 cm within the left ventricle. The patient needed be turned onto their side for approximately 2 minutes. Subsequently, an alarm on the automated impella controller (aic) indicated that the impella had migrated into the aorta. On echocardiography, no impella was visualized in the left ventricle. It was decided to place a new impella cp in the catheterization laboratory. During transfer onto the catheterization table, the patient required resuscitation. Following administration of adrenaline and one cycle of chest compressions, return of spontaneous circulation (rosc) was achieved. The subsequent exchange of the impella pump was performed without complications. During the intervention, blood gas analyses were conducted. These revealed a significant drop in hemoglobin, associated with a right femoral groin bleed (with both venous and arterial sheaths in place), as well as low blood glucose levels. The patient was treated with packed red blood cells and glucose. The patient ceased urine output. Under fluoroscopic guidance, the new impella cp remained positioned at 88 cm in the left groin. A repeat echocardiographic assessment was also performed to confirm correct positioning and to exclude pericardial effusion. All fixation measures were completed. The patient was transferred back to the ICU; however, the family withdrew care and the patient subsequently expired. The death is conservatively being reported on the impella due to the inability to conclusively dissociate the pump from the patient outcome. The reported limb ischemia can be attributed to the patient's clinical presentation of cardiogenic shock with high-dose vasopressor support, which can cause peripheral vasoconstriction.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc, or its employees that the report constitutes an admission that the product, abiomed inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.